Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient presented to the emergency room after having collapsed. Right ventricular (rv) lead thresholds had risen and non-capture was observed. Output was increased with consistent capture and the lead remains in use. The physician also questioned if the left ventricular (lv) lead was pacing at the lower rate. It was determined that left ventricular pacing spikes were seen at the lower rate with no corresponding right ventricle-left ventricle complex. No changes were made to the left ventricular (lv) lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.